Event description:
The customer reported via phone call that they were hospitalized for a long time. The customer had diabetes, heart failure, renal failure, and a stroke. The customer was ordered to discontinue use of the insulin pump. The insulin pump alarmed reset, check settings, unexpected restart, external error, and display history check failed on startup. The insulin pump was stored without a battery for an extended period of time. The self-test passed. The customer's blood glucose level was 237 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.